Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. Additionally, a cartridge alarm (cartridge alarm 1) occurred. The customer's blood glucose ranged 118-223 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.